Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that dr. (B)(6) has been experiencing metal shavings, from the shaver, in the joint during his cases. He has seen metal shavings. Generally it happens in his acl and shoulder cases.